Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. All operating currents tested within the specification range and passed off no power test. The insulin pump was downloaded into the carelink pro software and all bolus deliveries registered properly in the carelink history report noted. The insulin pump was programmed with test minilink transmitter and the glucose sensor simulator; the insulin pump communicated properly with glucose sensor simulator and displayed the 100 value properly on the display graph. No moisture damage noted on electronics assembly. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was unable to upload his insulin pump data onto carelink. The patient's blood glucose at the time of incident was 411 mg/dl. The patient treated via insulin pump bolus. His blood glucose at the time of call was 162 mg/dl. Troubleshooting was initiated for the high blood glucose. There were no anomalies with the site or set. The device settings were programmed accurately. The insulin pump was returned for analysis.